Event description:
The patient (B)(6) received her scs system, including a surgical lead, on (B)(6) 2011. It was reported that the implanted lead was expired. The lead expiration date was allegedly noticed after the implant procedure. The lead remains implanted in the patient. No further action will be taken at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.